Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during defibrillation threshold (dft) testing at the implant procedure, oversensing was observed after the shock, resulting in the inhibition of post-shock pacing. Only one pace was delivered, and a pause of 6 seconds was reported. Technical services reviewed the device data and confirmed that due to oversensing the device met the criterial to stop post-shock pacing. No adverse patient effects were reported. The device remains implanted and in service.